Event description:
Customer stated that he was hospitalized due to high blood glucose. Customer requested a new battery cap and holster. The blood glucose reading at the time of the event was 550 mg/dl. Customer woke up being taken to hospital by friends. Customer was unaware that the battery cap was broken off the insulin pump. Customer passed out on the couch. Hospital treated customer with insulin. The current blood glucose reading is 190 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.